Event description:
Same case as manufacturer's report number 6000130-2005-00450. It was reported that during a ptca treatment procedure, the pt2 moderate support 185 cm guidewire fractured. The lesion being treated was a very calcified lesion in a very tortuous coronary artery. During the physicians attempt to withdraw the guidewire, he met significant resistance. With continued attempts, the wire was completely fractured. The physician successfully removed the fractured portion of wire with a snare. The pt suffered no injury from the event. The pt2 moderate support 185 cm guidewire was removed and replaced with another from the same lot number. This wire fractured also. The clinical outcome was reported as `okay'.